Event description:
It was reported by the customer the doctor had pierced the breast and had finished taking first sample when the power to the driver cut out. The doctor couldn't continue with the case and decided to abort the case. The patient had to be rescheduled.